Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient was only feeling stimulation in their legs and the issue began on sunday. During the call patient was currently on group b. Patient switched to group c and increased program 1 from 3.4 to 4.4 but they could only feel stimulation in their legs. Patient could also feel program 2 in their legs. Patient switched to group a without agent's knowledge and program 1 was at 7.0 and patient could feel stimulation in their stomach. Patient switched back to group b. Patient would feel their stimulation go off. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.